Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using humalin u500 insulin with the pump. Tandem customer technical support informed customer that humalin u500 insulin is off-label per the user guide. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.